Event description:
Medtronic cardiovascular received information that during use of this bioconsole, a warning message appeared on the screen. The unit was changed out with no patient affect. Biomed tested the unit but could not duplicate the warning message; however, the touch screen stopped responding after running for a period of time. The console was returned to medtronic for service.

Manufacturer narrative:
(B)(4): analysis - the complaint issue could not be duplicated nor confirmed. However, unit log indicated error codes 53 and 54 for speed control errors which attribute to motor rotation (rpm) related parts. The service tech replaced the rpm knob and internal cable. The unit was then calibrated and tested and found to be functioning appropriately. The device was then returned to the customer along with the service report. Conclusion: device failure occurred; however, was not directly related to the event. The error codes were discovered during servicing of the device. The rpm knob issue was resolved through servicing. A review of complaints does not indicate any trends associated with this issue. There were no adverse patient outcomes as a result of the event. Medtronic will continue to monitor the field performance to detect similar events should they occur.